Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor, fecal incontinence it was reported that they had not used their interstim device in about 4-5 years, but in the last month they had been experiencing electrical stimuli down their right leg that felt like pinpricky fireworks down towards the knee on the side where the implant was located (right side). The patient said the skin down their right leg would get really hot and it felt almost like a tens unit was going on in their leg. The patient said at the time they turned off their implant, the implant was not making any difference in their settings, and they had other outside things going on during covid that contributed to them turning off the therapy. The patient said that the sensation happened the most when they were sleeping and they would lie on their back and there would be direct pressure laying on the implant. Patient mentioned that they were a back sleeper because of sciatica on the other side and the sensation started at night and was happening more often. Patient denied having had any falls or trauma prior to this starting. Patient confirmed that there were no changes to the implant site area and that the implant seemed to be in the same place. During the call the patient was able to connect to their settings and confirmed that the therapy was off. The patient was redirected to their healthcare provider to further address the issue.